Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a pediatric patient supported by an impella cp placed via the axillary due to impella 5.5 being too large. The impella cp was placed due to cardiogenic shock and along with venoarterial extracorporeal membrane oxygenation with cardiac family history. The pump was placed while the team considered heartmate 3 or protek duo. After 29 hours of support, ischemia developed. The decision was made by the team to explant. The patient survived the explant.